Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of prismaflex tpe2000 set had an air bubble in the set during the dialysis session. It was reported that a crack was observed at the reinjection level. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.